Event description:
It was reported that an incorrect medication was loaded into the pca pump. Instead of fentanyl, flolan was infused to the patient. Due to the event, the patient's oxygenation decreased but the blood pressure remained normal. Additional intervention was provided by increasing oxygenation and new syringe of fentanyl was loaded into the pca pump. It was then reported that the patient recovered immediately after the event. It was mentioned that the patient died 9 days later under hospice care. The customer confirmed that there was no device malfunction and that the end user loaded an incorrect medication (flolan) into the pca pump and programed as fentanyl. The customer is requesting the manufacturer review the timeline of the pump to compare with verbal timelines and medication withdrawal. Death was not contributed to the bd device.

Manufacturer narrative:
Correction : adverse event, type of reportable events and manufacturer narrative. Upon further review of the customer's report as well as the investigation report, it was determined that the patient's outcome was not as a result of a device malfunction or deficiency. As reported by the customer, the clinician loaded an incorrect medication on the device ("flolan"), but the device was programmed as intended (fentanyl). The customer had initially reach out to the manufacturer to assist with the log review to confirm the device keystrokes and if the programmed medication was what was intended. The report was provided to the customer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an incorrect medication was loaded into the pca pump. Instead of fentanyl, flolan was infused to the patient. Due to the event, the patient's oxygenation decreased but the blood pressure remained normal. Additional intervention was provided by increasing oxygenation and new syringe of fentanyl was loaded into the pca pump. It was then reported that the patient recovered immediately after the event. It was mentioned that the patient died 9 days later under hospice care. The customer confirmed that there was no device malfunction and that the end user loaded an incorrect medication (flolan) into the pca pump and programed as fentanyl. The customer is requesting the manufacturer review the timeline of the pump to compare with verbal timelines and medication withdrawal. Death was not contributed to the bd device.

Manufacturer narrative:
(B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an incorrect medication was loaded into the pca pump. Instead of fentanyl, flolan was infused to the patient. Due to the event, the patient's oxygenation decreased but the blood pressure remained normal. Additional intervention was provided by increasing oxygenation and new syringe of fentanyl was loaded into the pca pump. It was then reported that the patient recovered immediately after the event. It was mentioned that the patient died 9 days later under hospice care. The customer confirmed that there was no device malfunction and that the end user loaded an incorrect medication (flolan) into the pca pump and programed as fentanyl. The customer is requesting the manufacturer review the timeline of the pump to compare with verbal timelines and medication withdrawal. Death was not contributed to the bd device.